Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problem mentioned in the patient report. This is a final report.

Event description:
It was reported that the patient was not having proper access to sound with the device. An accident or trauma is not known. The patient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient was not having proper access to sound with the device. An accident or trauma is not known.